Event description:
Affiliate reports that the valve was blocked and split in side the pt. As a result the valve was explanted. No other info is available. It is unclear if this occurred pre-operatively or intra-operatively. It is not known what the exact product code is either.